Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a neurosurgeon that a vns pt was explanted on (B)(6) 2011 due to infection at the generator site. The infection supposedly occurred after pt had a pimple around the generator incision as well as trauma to the chest causing bruising. However, it was not clear if either of those had caused the infection. Cultures were taken from the generator site and it was confirmed to be a (B)(6). MFR records showed that both generator and lead were sterilized by hydrogen peroxide prior to distribution.